Manufacturer narrative:
A review of the device history records indicates that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that during the revision surgery with exeter stem for fracture after bha surgery using a competitor stem. After the cement was inserted into medullary cavity, the stem and the centralizer were inserted. After that, the stem was removed and the centralizer was left in the medullary cavity and the surgeon was not able to find the centralizer. Therefore the stem was inserted without centralizer and the operation was finished. Distal of the stem was deviated at by the fracture line after surgery x-p. Although the timing is undecided yet, the surgeon plan to operate the plate on the stem.